Event description:
It was reported that on an unknown date, the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Approximately two months later, the patient experienced recurrent peritonitis. The patient experienced a third recurrence of peritonitis about a month after the second occurrence. The patient was hospitalized for the third occurrence of peritonitis. The cause of peritonitis for all three occurrences was unknown. Treatment was not reported. On an unknown date, the patient's pd therapy was discontinued and the patient started hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available. This report is 1 of 4.

Manufacturer narrative:
(B)(4). Actual occurrence date of peritonitis is unknown; however, it was reported that the onset of the first occurrence was sometime in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13c31012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.